Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two tests. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6)2022 on a nasal swab. Confirmation testing was performed at a physician's office (unknown platform) on an unknown sample type and generated positive results on (B)(6) 2022. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212598 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212598, test base part number 195-430h / lot 207116. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use, device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two tests. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing was performed at a physician's office (unknown platform) on an unknown sample type and generated positive results on (B)(6) 2022. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.